Event description:
It was reported that the patient underwent caesarean section and sterilization on (B)(6) 2015 and suture was used. During the fascia closure, the physician identified that the needle broke in the uterus. It was reported that the needle was grasped at the tip. A search was performed inside the cavity, sheets, towels, floor but the needle was not found. C-arm and regular xrays were performed and abdominal CT with negative results. It was reported it is unknown if the piece of the needle was dropped into the patient tissue and retained. It was reported that the patient is in good health.

Manufacturer narrative:
(B)(4). It was reported the physician opined and diagnostic determination that the needle is not retained in the patient.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.